Event description:
During surgery, when bending the plate it cracked. The surgeon used another plate to complete the procedure.

Manufacturer narrative:
The reported event in relation with a broken distal lateral humerus plate variax for left humerus 4 hole / l109mm could be confirmed. Based on the currently available information, the root cause can be attributed to a user related issue. The visual inspection of the plate revealed that before its implantation it broke due to a bending force. The place of the breakage shows that the bending was produced in the screw holes, what lead to the plate breakage. Not only the opthech but also the ifus do not recommend bending the plates moreover in the screw holes of the plate. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation

Event description:
During surgery, when bending the plate it cracked. The surgeon used another plate to complete the procedure.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.